Event description:
The customer reported that on (B)(6) 2015 she checked her blood glucose before going to sleep and got a reading of 70 mg/dl. Two hours later her blood glucose read 111 mg/dl. Two hours after that her blood glucose read 185 mg/dl and she gave herself a correction bolus which didn't work since a short time later her blood glucose read 200 mg/dl. When she woke up in the morning, her blood glucose read 400 mg/dl and she was vomiting and apathetic. She was rushed to the hospital where she was diagnosed with diabetic ketoacidosis and was treated with liquids. She was hospitalized for 2 days until her blood glucose levels stabilized. The pod was discarded at the hospital.

Manufacturer narrative:
The device was discarded and will not be returned for evaluation. We are unable to determine if any product condition could have contributed to the reported hospitalization for diabetic ketoacidosis. No lot qualification records were reviewed, as the product lot number was not provided. The omnipod's user guide warns to "test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results above 250 mg/dl, but do not have symptoms of hyperglycemia, repeat the test. If you have symptoms or continue to get results above 250 mg/dl, follow the treatment advice of your healthcare provider," and "if left untreated, dka can cause breathing difficulties, shock, coma, and eventually death." It advises "the easiest and most reliable way to avoid dka is by checking your blood glucose at least 4-6 times a day. Routine checks allow you to identify and treat high blood glucose before dka develops."